Event description:
The customer ran blood glucose tests on 2 contour meters and received readings of 180 and 79mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips were not expected to be returned. A replacement meter was sent to the customer.